Event description:
It was reported that during a da vinci si inguinal hernia repair procedure a cable was off the track on a mega suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip close cable was derailed at the distal idler pulley. The grips could still open and close, but movement may not be precise. The cable derailment was likely due to the cable losing contact with pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may contribute to derailment. An additional finding was the same grip cable was frayed at the distal idler pulley. The frayed strands stick out at the instrument's wrist. Other cables at the wrist were not damaged. There were also scratches on the surface of the distal pulley. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.